Event description:
It was reported that there was a right tka revision (B)(6) 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.